Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 508 mg/dl. The customer was treated with injection. The customer stated that the drive support cap appears normal. Customer stated that the device was not exposed to high magnetic field. The customer did not reported an e70 alarm. The customer performed displacement test and passed. The customer was advised to monitor the pump. The customer reported via phone call that they had no delivery alarm. Customer's blood glucose was 508 mg/dl. The customer was treated with injection. The customer reported they are unable to troubleshoot at time of call because they got motor error. The customer was advised to call when the alarm occurs in order to troubleshoot.